Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: when did the device continually activate: ¿during surgery? Was the min/max button stuck? (Harmonic). ¿when not in use? Was device on mayo stand . Were there any other instruments placed on top of this device? Was the footswitch pulled into the generator during the surgery? Did anyone step on the min/max pedals?

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. However, the device buttons did not activated continuously. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was self activating while in the abdomen. A new device was used to complete the procedure. There was no patient impact reported.